Event description:
Device malfunction: dislodged stent. Symptoms/ae: device embedded in vessel. Time of symptoms: during the procedure. It was reported that during the procedure the physician advanced a non-abbott guide wire distal to the target lesion in the left common iliac artery. He backloaded the delivery system onto the guide wire and advanced toward the target lesion. When he approached the target lesion he noticed that the guide wire was no longer positioned across the structure. He decided to recross the lesion with the guide wire, but decided to retract the stent delivery system (sds) back into the guiding catheter. As he pulled the sds back into the sheath, the distal tip of the sheath sheared the stent off the balloon. The stent floated in the left external iliac artery. He decided to recross the target lesion with the guide wire and treated the target lesion with a new omnilink, with good results. As he was withdrawing the second omnilink sds he dragged the dislodged stent beyond the sds into the common femoral artery. The blood flow pushed the stent into the profunda. He made an antegrade stick down the profunda and inserted a 5f sheath, followed by a non-abbott guide wire. He crossed the stent with the guide wire, advanced a voyager dilatation balloon through the stent and inflated the balloon just enough to create traction and pulled the stent to a good artery apposition. He used the dilatation balloon to appose the stent to the profunda artery wall and a second larger voyager balloon to ensure complete apposition. Successful pta/stenting was verified with good angiographic results. There were no patient effects throughout the procedure and no extended hospital stay was required. No additional information was available.

Manufacturer narrative:
During processing of this complaint, product performance group attempted to obtain complete event information, including patient information and patient status from the hospital, field contact or distributor.